Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy spots. The patient believes the irritation is due to sweating. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the doctor advised patient that she does not have to wear the equipment if she does not want to. Its unclear if the doctor advised this due to the irritation. The medical outcome is unknown. Reporting out of abundance of caution.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy spots. The patient believes the irritation is due to sweating. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the doctor advised patient that she does not have to wear the equipment if she does not want to. Its unclear if the doctor advised this due to the irritation. The medical outcome is unknown. Reporting out of abundance of caution. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.